Event description:
Sutures remained in place and the anchors held in the bone although it was cracked. The repair was completed with the cracked anchors and the suture through the soft tissue attached back down to the bone. They were lodged in and unretrievable and the surgeon thought it bes to leave them in. It was confirmed the anchors did remain a little proud. The pt has not had any issues as a result.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).